Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged power issue with the subject meter began. The patient informed the csr that she manages her diabetes with victoza and oral medication (unknown type and dose) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient claimed that 6 months prior to the start of the alleged meter issue, she developed symptoms of ¿fever and shaking¿. In response to her symptoms, the patient claimed she attended the doctor¿s office at an unspecified date and time during (B)(6) 2015 where she was treated with 26 units of levemir insulin. The patient stated a blood glucose reading was taken on another device at an unspecified date and time and a result of ¿348 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that based on the information provided, the subject meter¿s battery did not need to be replaced. The csr educated the customer on meter¿s behavior and auto-shutoff and alleged meter issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the alleged meter issue and the medical treatment received was not for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.